Event description:
There was an occlusion of intrastent s10-16 within 24 hours of implant in a saphenous vein graft. The lesion was in a 9 yr old graft for the left anterior descending in a 5mm vessel with an ostial lesion. The stent was deployed with a 5mm balloon with an excellent result. The next day the pt complained of chest pain. Angiography showed an occlusion halfway through the stent. The occlusion could not be resolved and the pt went on to bypass surgery. The pt is doing fine.